Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a two pump error alarms. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with new software release detected alarm followed by failure of flash memory alarm after battery installation, problem isolated to mother board. Unable to perform any tests due to new software release detected and failure of flash memory alarm.